Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 09-mar-2016: ptc global number: (B)(4). (B)(4). Final assessment: the complaint narrative states the essure insert broke upon insertion. It is unclear if the device was broken due to a defect or due to a procedural complication. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-mar-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this solicited medically confirmed case report refers to a female patient whose essure (fallopian tube occlusion insert) insert broke during insertion. This event, interpreted as device breakage, is anticipated according to the product technical complaint analysis. During difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage occurred during essure insertion, therefore causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow up information received on 29-jan-2016: (B)(4). Follow-up information on 10-feb-2016: no further information was obtained despite all required follow-up attempts. Company causality comment: this solicited medically confirmed case report refers to a female patient whose essure (fallopian tube occlusion insert) insert broke during insertion. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage occurred during essure insertion, therefore causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected. Further information will not be available.

Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 11-dec-2015 which refers to a female patient of unspecified age who was involved in a reimbursement or compensation activity, study number: (B)(4) and had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The essure insert, lot number d35371, broke during insertion. Bilateral insertion performed with another device. Company causality comment: this solicited medically confirmed case report refers to a female patient whose essure (fallopian tube occlusion insert) insert broke during insertion. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, the device breakage occurred during essure insertion, therefore causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.